Event description:
It was reported that this declared a 1003 code indicative to voltage too low for remaining capacity. As result the patient underwent a surgical intervention where the device was extracted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this declared a 1003 code indicative to voltage too low for remaining capacity. As result the patient underwent a surgical intervention where the device was extracted and replaced. No additional adverse patient effects.